Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and mildly calcified coronary artery. A 2.50 x 16-mm synergy drug-eluting system was advanced for treatment. However, during insertion, the shaft of the stent snapped. The detached portion of the device was removed by pulling it out of the catheter. No fragments left inside patient, and the procedure was completed with a different device. No patient complications were reported.